Event description:
Guidewire fractured within the pt's vessel.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the guidewire was returned coiled within a plastic bag. The tip of the guidewire was noted to be completely fractured, 0.9 cm distal to the distal-most marker band. The distal fractured section was not returned. Dimensional examination: the outer diameter of the guidewire was found to be within dimensional specifications. Microscopic examination: further evaluation using scanning electron microscopy (sem) on the fractured surface revealed evidence of three different forces contributing to the fracture. The center of the fracture surface was comprised mainly of ductile ruptures due to tensile overloading. On the upper left side and the right side of the fracture surface. The circular array radius in the upper left area was found to be smaller than the circular array on the right side of the fracture site, indicating that this may be the final separation site caused by bending of the wire, although not much bending of the wire was noted. Although the exact cause could not be determined, the fracture and separation of the wire appears to be the result of a combination of torsional, tensile and bending forces during the procedure.